Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg was not holding a charge and pocket was shallow. The patient will undergo a pocket revision.

Event description:
A report was received that the ipg was not holding a charge and pocket was shallow. The patient will undergo a pocket revision.

Event description:
A report was received that the ipg was not holding a charge and pocket was shallow. The patient will undergo a pocket revision.